Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product typ: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product typ: recharger. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product typ: programmer, patient product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product typ: extension, product ID (B)(4), lot# v070245, serial#, implanted: (B)(6) 2008, explanted:, product typ: lead. Product ID (B)(4), lot# v070245, serial#, implanted: (B)(6) 2008, explanted:, product typ: lead. (B)(6). (B)(4).

Event description:
It was reported the patient had not used the internal neurostimulator (ins) for three years and had it replaced.

Manufacturer narrative:
The manufacturer was not required to initiate any remedial actions to prevent an unreasonable risk of substantial harm.